Event description:
A respiratory therapist reported that the ventilator got too close to the MRI machine. Tesla spy yellow led lit up (indicating that the magnetic field is too high, yet the device does not need to be serviced at that point) so she moved ventilator back, but she left and when she came back, staff reported that the screen had turned white, ventilation continued. The patient was left on the ventilator during the scan under observation. The patient was then removed from the ventilator but staff could not turn it off, the screen remains white and the ventilator is running on a test lung. The pateint was subsequently was subsequently connected to another ventilator outside of the MRI room. There was no serious deterioration in the health of the patient, user or other person. The device alarmed acoustically. Log files were not provided. Investigation is ongoing.

Event description:
A respiratory therapist reported that the ventilator got too close to the MRI machine. Tesla spy yellow led lit up (indicating that the magnetic field is too high, yet the device does not need to be serviced at that point) so she moved ventilator back, but she left and when she came back, staff reported that the screen had turned white, ventilation continued. The patient was left on the ventilator during the scan under observation. The patient was then removed from the ventilator but staff could not turn it off, the screen remains white and the ventilator is running on a test lung. The pateint was subsequently connected to another ventilator outside of the MRI room. There was no serious deterioration in the health of the patient, user or other person. The device alarmed acoustically. Log files were not provided. Investigation is ongoing.

Manufacturer narrative:
Follow-up 1: additional information: the entry fields b4, g6, h2, h3, h6 and h11 have been updated. Rt called and said the vent got too close to the MRI machine. She says the tesla spy went yellow, so she moved vent back, but she left and when she came back staff said that screen had turned white, ventilation continued. Patient was left on the vent during the scan under observation. Patient was removed from the ventilator, but staff could not tune it off, screen remains white and vent running on test lung. They will try to get biomed to come and remove the batteries. No log files were provided. No further feed back was received despite reminders. No part was replaced, correction was unknown, and the exact root cause could not be confirmed. In agreement with the FDA, UDI numbers (field d4 in this form) are only provided for incidents that have been initially reported by hamilton medical ag since on october 1st, 2023.